Event description:
It was reported that the pt had undergone trial of morphine (concentration and dose unknown) with an epidural catheter implanted surgery. The catheter was then connected to an ambit pump and the pt was discharged to home. The pt was found early the next a.m. By the pt's daughter and 911 was called. Intervention performed is unknown, if any. The pt expired in 2007. An autopsy was being performed. Results of the autopsy are unknown. The pt had a history of sleep apnea.